Manufacturer narrative:
The faulty rs232-rs422 assembly was scrapped onsite by the customer. Therefore, no further hardware evaluation could be completed. No further reports of this allegation have been reported by the customer.

Manufacturer narrative:
Troubleshooting efforts from the customer's biomedical engineer found a break in the trunk cable. (B)(4) was created and a replacement rs232-rs422 assembly was sent to the customer on (B)(4) 2017. The faulty unit (sn: not provided, product #: 99999-3091) is to be sent back to merge healthcare for evaluation, however not yet received. Once the evaluation is complete, a supplemental report will be submitted. According to hemo-6373, merge hemo 10 user manual p. 370: led behavior: 5v and 12v leds remain on while the hemo monitor pc is on. If the hemo monitor pc is off, the leds will be off. 5v led 4.5 to 5.5v. If it drops below or if there's a blown fuse on the hemo monitor pc's pci card, the led goes out. 12v led 10 to 13.2v. Same behavior as the 5v led. Pin 8 of the trunk cable can be tested for the 5v. Pin 7 of the trunk cable can be tested for the 12v. Pin 1 of the trunk cable can be used for ground. If low voltage is detected, the pdm goes to battery power and an audible alarm sounds.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. The customer reported to merge healthcare on (B)(6) 2017 that prior to the start of a case, there was no power from the hemo pc in lab 2 to the trunk cable. Although there are three cath labs in the facility, the customer opted to use alternative monitoring equipment to perform the case. With merge hemo not capturing physiological data, the device is not performing as intended, therefore has the potential to delay treatment that could cause harm to the patient. However, there is no indication of any harm to the patient as a result of this issue. Reference complaint (B)(4).